Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle, it broke off into the patient and was able to be pulled out. The following information was provided by the initial reporter: 'when pulling the syringe/needle, the needle detached/broke off in the patients arm, the syringe, leur lock, and safety device for the needle stayed attached to syringe.

Manufacturer narrative:
H6: investigation summary: one photo of a loose safety glide needle attached to a syringe was received and evaluated. The photo displayed an uncapped safety glide needle in the activated position. It was observed that the needle had separated from the hub and white epoxy present on the lower end of the cannula near the blunt side. Based on the investigation with the sample analysis the symptom reported is confirmed. A device history record review was completed for provided lot number 1095591. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using the bd safetyglide¿ needle, it broke off into the patient and was able to be pulled out. The following information was provided by the initial reporter: 'when pulling the syringe/needle, the needle detached/broke off in the patients arm, the syringe, leur lock, and safety device for the needle stayed attached to syringe.